Event description:
Baxter (B)(4) received a report that one (1) intermate was leaking from filling port. This occurred during filling. It is unknown what the device is filled with. There was no patient involvement reported for this complaint. The actual sample is available. No patient injury or medical intervention reported during initial report. No additional information available. Report 2 of 2.

Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. The sample was not returned to baxter for evaluation. Therefore, the reported condition could not be confirmed and the root cause could not be determined. Should the sample and/or additional information be received, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available; a follow-up report will be submitted.